Event description:
Related manufacturer reference number 3006705815-2023-05368. It was reported that patient experienced ineffective therapy due to migration of both octrode leads. As a result, surgical intervention was undertaken wherein both leads were explanted and replaced. Effective therapy was restored post operatively.